Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was fatal on (B)(6) 2024. The death was possibly related to study procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced hemorrhagic transformation ph1 and cerebral edema as visualized on 24 hour post procedure computerized tomography (CT) imaging performed on (B)(6) 2024. There were no patient symptoms/injuries related to this event. Clinically significant cerebral falx hernia was also revealed during CT. After the embolus was removed, the patient had a hernia in the falx cerebri. The patient's baseline modified rankin scale (mrs) score was 0, and baseline national institutes of health stroke scale (nihss) was 21. Adverse event (ae) was not related to the disease under study or underlying condition. Ae did not result from a device deficiency. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention, and was not considered life-threatening. Actions taken to resolve the issue included supplement albumin, dehydration, and reducing intracranial pressure. The site assessed this event as not related to the study device or procedure. The site assessed this event as possibly related to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a follow up CT on (B)(6) 2024 after the embolus was removed revealed a hernia in falx cerebri - the event was not related.

Event description:
Additional information received reported the patient completed right middle cerebral artery thrombectomy from 11:10 on (B)(6), 2024 to 11:34 on (B)(6), 2024, and on (B)(6), 2024, the patient was drowsy. Cerebral edema led to death, conservatively assessed as possible related to procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.